Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was uncomfortable of the previous location of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.